Event description:
It was reported that the patient was receiving effective therapy on one side. The health care professional ordered x-rays and it appeared that one of the leads has moved down. It was noted the patient was deciding if she wanted to undergo a revision. It was further reported that the patient¿s trial lead was placed on (B)(6) 2014 and it became known on (B)(6) 2014 that the patient¿s lead had moved. It was noted that the patient was reprogrammed around the lead movement. The patient was receiving effective therapy after reprogramming and planned to go for a full implant.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).